Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. A dimensional inspection was attempted however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research team performed a macroscopic analysis. The analysis revealed the proximal articulating areas showed burnishing and wear on the articulating surface. The anterior locking mechanism showed burnishing on the anterior locking mechanism. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation were observed on the distal surface. Burnishing likely due to femoral articulation was observed on the posterior side of the post. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. Based on the examination of the insert the exact reasons for the insert disassociation from the tibial tray could not be determined. No further action is being taken at this time; however safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to dislocation.